Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via log file analysis. The mobile power unit (mpu) was not returned for analysis; however, log files were submitted for review and data from the reported event date of 09jul2024 was reviewed. At 10:38:12 while the patient is connected to the mpu, a loss in alternating current (ac) power occurs activating a no external power alarm. The no external power alarm resolves at 10:38:51 when the white system controller power lead is connected to a fully charged 14v li-ion battery. The backup battery use count increased from 7 to 8 in result of this event. The backup battery provided support to the system during this event. There were no other notable events active in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information regarding the serial number of the mpu, the cause of the no external power alarm, if the patient has the v-lock connector on the ac power cord, and if any equipment was exchanged; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records for the mobile power unit were unable to be reviewed due to the serial number information not being provided. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a loss of power. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log file contained a loss of external power event while connected to the mobile power unit (mpu) on 09jul2024. The low voltage hazard events seen were the result of slow discharge of the mpu capacitors when they suddenly lose power. These events appeared to resolve once external power was completely restored.

Manufacturer narrative:
Section d4: device serial number was not provided, and manufacture date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.